Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became unresponsive and frozen on a low power alert. Troubleshooting with tandem technical support was performed and the touchscreen remained unresponsive. Customer had elevated blood glucose levels in the 300 (mg/dl) range. Customer delivered manual injections to stabilize blood glucose levels.